Manufacturer narrative:
On 6/22/2021, mentor became aware that medical device problem code off-label use (a2304) was missing from the previous submissions. Per the instructions for use, these devices are not indicated for breast tissue expansion applications. Manufacturer's reference number: (B)(4), medical device problem code off-label use (a2304) added to h6 medical device problem code field.

Manufacturer narrative:
After additional review of this event by mentor's clinical safety and regulatory teams on 22-jul-2022, it has determined that the device was not used off-label. As a result, medical device problem code off-label use no longer applies. Manufacturer's reference number: (B)(4). H6 medical device problem code off-label use no longer applies.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast reconstruction with 400cc mentor tissue expanders and experienced deflation on the right side postoperatively. As a result, the patient underwent unilateral device removal and replacement with a 400cc mentor tissue expander, catalog number 3504305m, serial number (B)(4) on (B)(6) 2020.